Event description:
User facility mandatory medwatch received that stated, "hospira primary tubing broke at end while attached to the j loop. Patient noticed that something was leaking. Broke where the tubing screws into the j loop on IV fluid to leak. Additional device information will be forwarded if available. We have seen this kind of problem with this device before." Upon further query the following information was provided that indicated device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The primary tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a symbiq pump. The option-lok male adapter of the primary tubing set was connected to a microclave port of an unspecified length of time, it was reported that the option-lok male adapter was disconnected from the microclave port of the extension tubing set prior to the patient ambulating. The customer contact reported that after the patient ambulated, the nurse connected the male adapter of an unspecified device to the microclave port of the extension tubing set to flush the extension tubing set with an unspecified solution. After the extension tubing set was flushed, the option-lok male adapter of the primary tubing set was connected to a microclave port of the extension tubing set. After an unspecified length of time, it was reported that the option-lok male adapter of the primary tubing set broke off in the microclave port of the extension tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2012. (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.